Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was not hospitalized prior to death, but was taken to the emergency room of the hospital on the date of death for an unrelated event where the pronouncement of death was made. Automated peritoneal dialysis therapy was reported to be ongoing up until the time of death; but the patient was not connected to the baxter healthcare homechoice device and was not using baxter healthcare solution(s) at the time of death. The patient did not have peritonitis. The cause of death was reported to be unknown and an autopsy was performed for which the results are pending. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The manufacture date is an unknown date in may 2012. The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox (crt) was used to analyze the device pneumatic system revealed no leak and all pressures were correct and stable. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.